Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the alarm. The pump passed the unexpected restart test. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was reported to be 198mg/dl. No further information provided.